Event description:
It was reported during a procedure for a permanent lead implant, the physician was unable to implant the first lead due to the patient¿s anatomy. It was also reported when the physician attempted to place the lead into the epidural space, the lead continued to travel to the anterior epidural space and would not stay at midline. After approximately 30 minutes of attempting to place the lead, the physician decided to abandon the case. No devices were implanted into the patient. The patient was observed post-operatively and had no injury or deficits.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.